Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by spain that during an unspecified surgical procedure, it was observed that the chuck keyless drill speed device could not be recovered. According to the report, the device performed well twice. However, when the surgeon tried to open and recover the device, it was impossible to continue the surgical procedure. It was not reported if there were any delays to a surgical procedure. A spare device was used to complete the surgical procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Contact name and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.